Manufacturer narrative:
A review of invoice history could not confirm what was removed and replaced during the revision procedure on (B)(6) 2011, as an invoice for the prior surgery ((B)(6) 2011) could not be located. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2013-01762 / 01768).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2002 and that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion, instability, and infection. Patient's legal counsel further reported a revision procedure occurred on (B)(6) 2011, due to allegation of dehiscence of the left hip abductor muscles and facia. A review of invoice history confirmed the primary surgery date and that two additional revision procedures occurred on (B)(6) 2011, to remove and replace the modular heads for unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.